Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2011. They underwent right knee revision surgery on (B)(6) 2022, approximately 11 years 1 month post primary procedure. The patient clams to have suffered joint pain, joint swelling and stiffness, tissue damage, revision surgery, instability, osteolysis, and constrained liner revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Added content to section b7. No change to aware date. Any additional information or investigation results will be provided within 30 days of receipt.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.